Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 248mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed, and it was stuck on the prime loop. The drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.